Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to an unspecified reason. The existing aus was explanted and replaced with a new aus consisting of a 3.5 cm cuff, pump, and balloon. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis. It was further reported that the patient underwent the procedure because they were leaking urine due to an unspecified reason. The surgery was successfully completed without any patient complications. No malfunctions were observed with the explanted aus. The explanted aus is not expected to be returned.

Manufacturer narrative:
H6: the patient code was updated to reflect code 1928.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to an unspecified reason. The existing aus was explanted and replaced with a new aus consisting of a 3.5 cm cuff, pump, and balloon. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.